Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported via medwatch, "upon start of obtaining labs from patients' single lumen ivad, I laid out all of my equipment. I cleaned the hub and attached the closed system per protocol. I then unclamped the ivad and the closed system in order to flush with saline. When I flushed, I heard what sounded like fluid. Upon closer inspection, I saw that the saline I flushed coming out through a crack in the tubing right under the needle hub. No fluids were running prior. The line had been heparin locked prior to the start of the lab draw. The lab draw was stopped, the hub was cleaned and recapped."

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and was determined to be use related. One 20g x 3/4" powerloc max infusion set was returned for evaluation. The returned product sample was evaluated and a tear in the extension tube was seen at the interface of the proximal luer adapter. The fracture surfaces of the damage contained striation-like patterns which were indicative of flexural fatigue based failures, which may have been a contributing factor to the extension tubing damage. Repetitive mechanical stresses such as twisting and kinking may have contributed to the observed event; however, it appeared that additional unidentified factors also may have contributed. The device is a supplied component and the supplier has been notified of this event. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported via medwatch, "upon start of obtaining labs from patients' single lumen ivad, I laid out all of my equipment. I cleaned the hub and attached the closed system per protocol. I then unclamped the ivad and the closed system in order to flush with saline. When I flushed, I heard what sounded like fluid. Upon closer inspection, I saw that the saline I flushed coming out through a crack in the tubing right under the needle hub. No fluids were running prior. The line had been heparin locked prior to the start of the lab draw. The lab draw was stopped, the hub was cleaned and recapped."